Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code - failure observed during analysis. Final analysis found that a power on reset occurred causing the pulse generator to revert to backup operation. The cause for the power on reset could not be determined. After a product code download, normal device function resumed.